Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that whitacre set 27ga 3-1/2in was clogged. The following information was provided by the initial reporter: this morning it had happened again, that during the spinal puncture the liquor did not come back so you are not sure if you are right on it.

Manufacturer narrative:
H.6. Investigation: one sample and two photos were provided to our quality engineer team for investigation. Upon visual inspection of the product, it was observed the needle and stylet were completely bent, however, the introducer showed no damage or defect. A device history review was performed for reported lot 2103020, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Because the introducer needle is not attached to the cannula with this product, there is an increased chance of the needle becoming bent. The assembly of the introducer needle to the cannula is a manual process and personnel are trained specifically for this function due to the care required while performing. Given the condition of the introducer, if the needle was bent during manufacturing, proper assembly would not have been possible. Product undergoes visual inspections throughout the manufacturing process, verifying no defects or damage is present on the needle or any other components. Based on our quality team's investigation and the sample evaluation, it appears the needle bent during use, preventing the liquid from flowing.

Event description:
It was reported that whitacre set 27ga 3-1/2in was clogged. The following information was provided by the initial reporter: this morning it had happened again, that during the spinal puncture the liquor did not come back so you are not sure if you are right on it.